Event description:
The manufacturer received information alleging that a device did not meet the acceptance criteria of the evaluation process for cosmetic issues. During the evaluation of the device at the manufacturer's service center, the device was found to have an aecm failure. The customer requested no repairs be done to the device.